Event description:
Caller reported experiencing a cartridge alarm 20. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by arranging for a replacement pump with updated software to be sent to the customer, who was instructed on necessary steps to return the problematic pump and ensure insulin delivery continuity with an alternate method.